Manufacturer narrative:
The user reported difficulty maintaining transmitter placement over the sensor, as the sensor was inserted in a location that prevented the transmitter from remaining securely in place, even with the adhesive patch. Escalation analysis did not identify any concerns with the transmitter. The user was advised to contact their healthcare provider (hcp) to discuss next steps, including potential removal and replacement of the sensor. The sensor was returned for further evaluation. In-house testing did not identify any issues with sensor-to-transmitter communication or connection. The reported issue is likely related to difficulty maintaining proper transmitter alignment over the sensor due to the insertion location.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.